Event description:
It was reported that patient fell 2 weeks prior to call and was having a return in symptoms and had to wear depends. The patient experienced a loss of therapeutic effect and no stimulation sensation. The patient was on program 3 at 1.5 and could not increase stimulation. The patient was assisted and had stimulation at 2.0 and would monitor to see if it helps. The patient also indicated that she didn't have education on the patient programmer (pp).the patient was last seen by the health care provider on (B)(6). No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0pm65, implanted: 2014-(B)(6), product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).